Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
1 asymptomatic patient with 1 reported false negative sofia sars result. Confirmed as positive with pcr later same day.